Manufacturer narrative:
Section f was also completed by the manufacturer if no medwatch form was received from the initial reporter or product user. Device label codes: 1701, 1738, 1746. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 8/31/96. On 9/10/96, "check iab cath" alarm sounded from the pump and blood was noted in the tubing. The iab was removed. No second was inserted.